Event description:
On 11/1/24 at 03:13, a nurse contacted the technical support line to report an issue with the start-up kit (suk): the flow indicator (red pinwheel) did not spin (though the roller pump was active) while attempting to cool a patient in max power mode via a solex 7 (lot # unknown) catheter placed in the right internal jugular vein on (B)(6) 2024. The patient was not achieving the target temperature of 37°c with the current patient temperature of 37.8°c. No loss of liquid or alarms were observed. Settings and setup were verified, confirming the device was in run mode and the tubing was free of kinks. The technical support team advised tapping the pinwheel on the suk gently to release any air, but this did not resolve the issue. After pausing therapy, disconnecting, repriming, and reconnecting the suk tubing, the same problem persisted. A new console and suk setup were implemented, but the issue continued. The customer disconnected the suk from the catheter, reconnected it in a closed loop, and verified it was functioning as expected. After inspecting the solex 7 catheter per the IFU, the customer attempted to flush the in and out luers to check saline flow; while saline did flow, resistance was noted. A cooling blanket was used to assist in reaching the target temperature for the patient, and a catheter exchange was recommended for continued ivtm treatment. No consequences or impact to the patient.

Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation as it was discarded by the customer. Therefore, a physical investigation of the catheter could not be performed.